Event description:
It was reported to nova biomedical that a consumer received two (2) results of "hi" (greater than 600 mg/dl) on their blood glucose meter during the day and both times he bolused 10 units for each time he received a "hi" result. Subsequently, the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer consumed a soft drink to bring his sugar level up. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.